Event description:
It was reported that a spectrum pump has a damaged keypad. During baxter's eval it was discovered that the keypad was malfunctioning. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the ( . ), #2, #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When an alphabetic mode and the abc key is selected, ag will be displayed interfering with the (B)(4) drug search). Baxter has initiated a CAPA to further investigate this issue.